Event description:
It was reported to boston scientific corp. That a prefyx pps system was used during a prefyx pps pre-pubic system procedure, as a participant in the prefyx eregistry, performed in 2007. According to the complainant, during a f/u visit, at about 3 months later, an infection of mild severity was reported, with an unk device relationship. The pt was given medical treatment and the event was noted as resolved about 3 months later. Additionally, on march 16, 2009, the complainant reported that in 2007, dark/black spotting was reported that lasted for several days. No action was taken and the event was noted as resolved in 2008.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and exp. Date cannot be determined. Information supplied in section f was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.